Event description:
It was reported intermittent occlusion alarms occurred. Customer's blood glucose level intermittently ranged from 423 mg/dl to a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided for the other events. The customers son assisted in addressing the elevated bg by giving a manual insulin injection. The occlusion alarms were resolved by changing the infusion set and cartridge, resuming insulin use.